Event description:
A coronary artery bypass grafting (CABG) pack was custom created for our facility by cardinal health. It was found to have multiple small holes in the outside of the wrapping upon opening it in the or. The surgical staff noticed the holes immediately and removed the item from the or. It was replaced with a new pack. In inspecting the packaging after the case, it appears the items from inside the pack poked holes from the inside of the pack. This is confirmed by there being holes in the thin foam protection layer also wrapped around the base of the tray (likely to prevent exactly this from happening).